Event description:
It was reported that the customer had a battery cap cracked on the insulin pump. The customer's blood glucose level was 465 mg/dl. The customer is fine. The customer states they were not able to remove the battery cap. The customer was advised to discontinue use of the insulin pump if the battery is low. The customer was advised to monitor the insulin pump closely if they continue use of the insulin pump. The customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, a broken pump belt clip slot, and a stripped battery cap coin slot.